Event description:
An instrument resource coordinator contacted product support services and reported a motor device was freezing up and experiencing the power cutting in and out during an unspecified surgery. A spare device was reportedly available for use, but it is unknown if there was any delay to the procedure. There was no alleged injury or medical intervention. No additional information is available at the time of this report.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) performed a functional and visual assessment of the returned device and the reported does not function properly was confirmed. The functional assessment that was performed confirmed that the motor was damaged with an e5 (fault in handpiece) error. This is due to improper handling and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.